Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant never worked and when they did it externally it was perfect but when they implanted it, it sucked and they kept it on for a couple years so they didn't feel any kind of stimulation coming from it. Patient lost their power pack back. Agent understood this as the programmer. Patient couldn't get an MRI. Patient would be seeing a neurologist and patient would need an MRI. Agent redirected patient to sunmed. [See general text info for details on omitted information.]